Event description:
It was reported that a guide block was left inside a patient after a shoulder fracture case which resulted in a revision surgery. The guide block was removed and there was no delay to surgery and no harm to the patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.